Event description:
Emts responded to a person described as in cardiac arrest. According to the reporter, after the device was connected to the pt, the device continuously alarmed "connect electrodes" & would not analyze the pt's rhythm. Cardio pulmonary resuscitation was performed while the pt was transported to the hospital a short distance away. A defibrillator/monitor was connected to the pt in the hospital emergency department, but the pt's personal physician administered a "do not resuscitate" order & the code was ended. The pt was not resuscitated.